Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call indicating that the customer was hospitalized on with a blood glucose level of unknown. The customer had issue with the insulin pump but the customer was unavailable to speak to at the time of the call. The nurse did not troubleshoot and did not send the product back for analysis.